Event description:
During a long neurosurgical procedure, patient was receiving remifentanil and phenylephrine through syringe pumps and IV fluid through large volume pump. The information received suggests that the patient had an episode of severe hypertension and bradycardia without any specific reason. This was thought to be secondary to an accidental bolus of phenylephrine. All infusions were stopped immediately, few minutes later vitals stabilized. The report also suggests that twice during the case, pump switched off without any alarms or warning even though it was connected to electrical supply. Patient¿s heart rate increased (because remifentanil stopped running). As soon as the pump was switched on again, the patient became stable again.

Manufacturer narrative:
The customer¿s report of the pump switching off without any alarms or warning despite being connected to electrical supply was confirmed. A review of the event log identified that the pcu alarmed "channel disconnected" on 6 occasions during the procedure and that after each alarm the user had selected the "confirm" softkey. The alarm times were at 09:45:00, 13:56:17, 14:02:38, 14:44:14, 14:58:22 and 14:58:59. Visual inspection of the right and left iui connectors of the pcu, pump module and 2 syringe modules identified corrosion and contamination. The root cause for the customer¿s reported experience is being attributed to a loss of communication / signals between the pcu and the connected pump modules due to contamination on the pins of the iuis on the pcu. The root cause for the presence of contamination and corrosion on the iui connectors is not known but may be an indication of needed improvement in the cleaning and pm activities being performed.

Manufacturer narrative:
The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.